Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the insulin appeared to be gelled. Customer's blood glucose level was impacted. During troubleshooting with tandem technical support, it was recommended that all supplies, including insulin be changed.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer; however, no response was received form the customer. No additional occlusion alarms have been reported. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.